Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Impella cp was returned for evaluation. Visually inspected and no catheter kink, physical abnormalities or biomaterial was observed. No other issues were found during product investigation. Imc logs were verified, and no abnormalities were found. The cause of the access site bleeding issue was not determined due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 35-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that one day following impella cp implant, the patient developed some bleeding at the cutdown site. One unit of blood was transfused to treat the noted condition and support was maintained. It was further noted that the placement signal was unreliable on multiple occasions and the alarm was ultimately ignored by the staff.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical bench 5s parameters were verified and all the values observed to be in a normal range. Light continuity test was done, and light was successfully passing through the sensor without any issues. No other issues were found during product investigation. Data logs were reviewed, and placement signal unreliable alarms were observed with some suction alarms. The 5s parameters were observed to be varying with no particular failure trend. The cause of the optical signal issue was not determined since issue did not reproduce during field investigation and no failure trend observed per log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-06068. D4 model number updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should not have had entries in the initial report. G1 reporting contact email and reporting contact fax number updated.